Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a trauma surgery (radius fracture) had been performed on an unknown date, the patient suffered a fall resulting in a forearm and clavicle fracture, and a periprosthetic fracture, distal to the tip of the trimed hook plate. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a lot of black was noted in the patient´s tissue, around the elbow. Reporter suspects the pyrocarbon radial head has significant wear due to a screw coming in contact with it, because bone on the capitellum broke off and exposed the screw tip. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the provided intraoperative photos confirm the black colored tissue as reported. The photos of the explanted device show considerable damage to the top of the radial head consistent with wear. An unknown screw is noted too. In the provided post-implantation fluoroscopic images, the missing bone and the exposed screws within the humeral radial joint is in the area of the capitellum. The breakage of the capitellum bone and periprosthetic fracture of the non s+n plate is likely related to the patient¿s fall. Therefore, it cannot be concluded that the reported events were associated with a malperformance of the implant. The patient impact includes the revision surgery and the associated recovery period symptoms. No further clinical assessment is warranted at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for carbon modular radial head (cmrh) revealed that the head component of the cmrh implant is made of pyrocarbon, which is a ceramic-like material. Contact between polished bearing/taper surfaces and hard/abrasive surfaces could cause surface damage and reduce their strength, and could result in implant fracture and/or particulate debris. This has been identified as a precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on the information provided, the root cause of the black colored tissue is attributed to the pyrocarbon radial head wear from the screw coming into contact with the radial head implant due to the capitellum bone breaking off and exposing the screw tip as reported. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. However, the clinical/medical investigation stated that the provided intraoperative photos confirm the black colored tissue as reported. The photos of the explanted device show considerable damage to the top of the radial head consistent with wear. An unknown screw is noted too. In the provided post-implantation fluoroscopic images, the missing bone and the exposed screws within the humeral radial joint is in the area of the capitellum. The breakage of the capitellum bone and periprosthetic fracture of the non-smith and nephew plate is likely related to the patient¿s fall. Therefore, it cannot be concluded that the reported events were associated with a malperformance of the implant. The patient impact includes the revision surgery and the associated recovery period symptoms. No further clinical assessment is warranted at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for carbon modular radial head (cmrh) revealed that the head component of the cmrh implant is made of pyrocarbon, which is a ceramic-like material. Contact between polished bearing/taper surfaces and hard/abrasive surfaces could cause surface damage and reduce their strength and could result in implant fracture and/or particulate debris. This has been identified as a precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on the information provided, the root cause of the black colored tissue is attributed to the pyrocarbon radial head wear from the screw coming into contact with the radial head implant due to the capitellum bone breaking off and exposing the screw tip as reported. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
B5, d4, d6a, d6b, d10, h4, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. However, the clinical/medical investigation stated that the provided intraoperative photos confirm the black colored tissue as reported. The photos of the explanted device show considerable damage to the top of the radial head consistent with wear. An unknown screw is noted too. In the provided post-implantation fluoroscopic images, the missing bone and the exposed screws within the humeral radial joint is in the area of the capitellum. The breakage of the capitellum bone and periprosthetic fracture of the non smith and nephew plate is likely related to the patient¿s fall. Therefore, it cannot be concluded that the reported events were associated with a malperformance of the implant. The patient impact includes the revision surgery and the associated recovery period symptoms. No further clinical assessment is warranted at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for carbon modular radial head (cmrh) revealed that the head component of the cmrh implant is made of pyrocarbon, which is a ceramic-like material. Contact between polished bearing/taper surfaces and hard/abrasive surfaces could cause surface damage and reduce their strength, and could result in implant fracture and/or particulate debris. This has been identified as a precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on the information provided, the root cause of the black colored tissue is attributed to the pyrocarbon radial head wear from the screw coming into contact with the radial head implant due to the capitellum bone breaking off and exposing the screw tip as reported. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a trauma surgery (radius fracture) had been performed on (B)(6) 2021, the patient suffered a fall resulting in a forearm and clavicle fracture, and a periprosthetic fracture, distal to the tip of the trimed hook plate. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a lot of black was noted in the patient´s s tissue, around the elbow. Reporter suspects the pyrocarbon radial head has significant wear due to a screw coming in contact with it, because bone on the capitellum broke off and exposed the screw tip. Both the radial head and stem devices were replaced. Patient is recovering.